Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a starclose se device with a 6f sheath after a coronary diagnostic procedure. Reportedly, the patient had not been tested for nickel allergy at the time of the procedure. Five years after the procedure, the patient reported nickel allergy (testing done after procedure) and requested the starclose se clip be removed. The patient has symptoms of chronic fatigue and intermittent dermatitis at the groin access site that interfere with daily activities. No additional information was provided.